Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the left common femoral artery using perclose proglide devices. Reportedly, during deployment, the lever would not retract the footplate to remove the device. Anesthetic was administered and the device was surgically removed. The vessel was surgically patched and sutured to achieve hemostasis. The patient lost 500ml of blood. The closure procedure was extended. When the device was removed, the foot still could not be retracted. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: initially the device was reported not returning; however, the device was returned for evaluation. The reported difficulty removing the device due to the foot not retracting was not confirmed as the returned condition indicated the foot was fully retracted into the guide. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty removing the device due to the foot not retracting incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: the abdominal aortic aneurysm repair procedure was not cancelled due to the issue removing the proglide device. The initial proglide device had the reported experience. No additional information was provided.